Event description:
This pt experienced an increase in ck and troponin levels following cypher select stent implantation in the proximal left anterior descending artery (lad). This did not require add'l treatment as the pt was already discharged from the hospital when the results were received and reviewed. The elevated cardiac enzymes were diagnosed as a non-q wave myocardial infarction. It was reported that after delivery of the stent, the pt had hypotension and bradycardia due to slow flow due to a distal embolization. The report is from the e-select study. The pt was a male with a history of obesity, hyperlipidemia, and a family history of coronary artery disease. The indication for the index procedure was stable angina pectoris. The first target lesion was the proximal left anterior descending artery. The vessel diameter was 3 mm and the lesion length was 20 mm. Pre-procedure was 85%. The lesion was de novo, bifurcated, smooth, moderately tortuous, moderately angled and heavily calcified. Lesion location according to medina was 1,1,1. The lesion was pre-dilated with a 2.5 x 15 mm balloon at 14 atms. A cypher was deployed at 14 atms and post-dilated due to the bifurcation. Hypotension and bradycardia were reported with delivery of the stent, due to slow flow due to a distal embolization. This resolved quickly. Post-procedure stenosis was 0%. Post-procedure peak ck was 3 times above upper normal level and peak troponin was greater than 5 times above upper normal level. This was diagnosed as a non q-wave mi at an undetermined location.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. A device history report review was conducted and this product met quality requirements for product acceptance per the applicable manufacturing quality plan. Distal coronary artery emboli (plaque shift) are a known adverse event associated with coronary stent implantation. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to the release of atheromatous material (lesion contents) into the downstream flow. This action (inherent risk of the procedure) may also be a contributing factor for a procedural related myocardial infarction. Vessel/lesion characteristics such as calcification and stenting in the area of a bifurcation are generally associated with this event. Review of the available info suggests that possibly lesion location and characteristics may have contributed to these events.